Manufacturer narrative:
A medwatch report was filed by a pharmacist regarding a health professional noticing a "hole in pooling bag." There is no confirmed patient involvement. Given the reporter is a pharmacist and the report's event description says "pooling bag," it is likely the event was discovered during the pooling process. It was also reported that the event regarded a two-leg bag, but the product code indicates the device was a three-leg bag. Multiple attempts to contact the reporter have been made to obtain additional details about the event, including patient involvement, the leak location, and any relevant conditions. However, the complaint reporter was unresponsive to all attempts made. Without further information regarding the details of the event, device handling, a sample to review, or the leak location, there is no further information to review, and a root cause cannot be determined. Should additional information become available, a supplemental report will be provided.

Event description:
A medwatch report mw5163137 was received on 12/19/2024 reporting a leak on one sample of product 68120-a8252 caused by a hole in the pooling bag in an undisclosed location. The report indicated limited patient information but did not confirm if the failure was identified during administration to the patient. Product and lot information were provided in the report. Photos, samples, leak location, and description of the hole were not available. No other information is available.